Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient gets a revision surgery after a reprogramming, the problem was solved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing pain and electric tingling sensations at the implant site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported indication for use was fecal incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient gets a revision surgery after a reprogramming, the problem was solved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in old MFR report #2182207-2025-01222 as it was determined that this information pertains to this report instead. All future information will be documented and submitted in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported a dysfunctional sacral neuromodulation. In january, patient had an implantable neurostimulator (ins) implanted. For some time, the ins had been causing patient major problems. Regardless of the current setting, the device has been continuously delivering a consistently strong intensity for about a week. Despite a significant reduction in the current, the tingling and intensity remain unchanged. They have become very unpleasant and painful. It was also noticeable that the tingling now occurs on both sides, and patient feels severe pain in the area of the scar above the implant. If the ins was turned off, the discomfort disappears, but cramps and bowel movements recur. An x-ray was already performed. These showed no evidence of a cable break or disconnection. For a better assessment, an additional lateral pelvic x-ray was recommended, which has now been performed. An in-clinic appointment had been requested with healthcare professional (hcp). Additional information was received. It was reported cause was not determined. A likely contributing factor was mechanical irritation in the implant pocket. Patient had an appointment on 8th of may with patient and physician in the hospital. According to the patient, they have pain in the area of the implant site. These discomforts persist even when the device is turned off. The physician believes there is mechanical irritation in the pacemaker pocket. A surgery date has been scheduled. The device will be transferred to the opposite side on august 14. The patient's indication for use was constipation and pelvic floor cramps. Additional information was received from a manufacturer representative (rep). The rep reported that the issue has been resolved and the device is still in use. Additional information was received from a manufacturer representative (rep). The patient has since undergone revision surgery, and the generator has been relocated. According to the treating physicians, the problem has since been resolved.